Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their older device (B)(4) was crushed when they experienced a fall four years ago when on a boat and the captain did not say they were taking off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.